Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The retraction problem was unable to be replicated due to the condition of the returned device. The difficulty removing the device and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. Perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure. A femoral angiogram was not performed. Reportedly, the starclose se device was difficult to remove. The safety release mechanism was used to release the vessel locator wings and remove the device. Hemostasis was achieved with the clip and optional manual arterial compression for five minutes and a sand bag for one hour. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.